Manufacturer narrative:
Additional information: the stent dislodged in the patient and was implanted in the patient using another balloon. Evaluation summary: the stent was not present on the balloon. Crimp impressions were visible on the exposed balloon surface. A 0.015 inch mandrel was passed through the inner lumen out through the tip of the device, there was no resistance noted. There was blood present in the inflation lumen and the balloon indicating the presence of a leak. Negative prep failed to detect a leak and the balloon did not inflate on pressurization of the device. On removal of the device from the water bath the balloon was pressurized and water was visible leaking from the distal tip and the guidewire entry port. Visual inspection could not detect a leak site on the inner lumen due to the presence of blood and contrast in the inflation lumen. The distal shaft was cut away immediately distal to the guidewire entry port. The distal section of the device was placed in the water bath to disperse the contrast and blood in the inflation lumen. On removal from the water bath the inner lumen was removed and visual inspection confirmed a leak site 2.5mm proximal to the proximal inner shaft marker. The inner lumen material was protruding outwards and was jagged/uneven at the leak site. (B)(4) shaft. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat an ostium lad lesion exhibiting 99% stenosis and no calcification. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated. It was reported that during stent deployment a burst was noted. This was noted on the first inflation. The balloon failed to inflate. Inflation pressure applied to the balloon prior to the event was 2 atm. The device did not pass through a previously deployed stent. No resistance was encountered during delivery nor excessive force used. The physician completed the case using another resolute onyx of the same size. No patient injury reported please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.